Event description:
Rv tip to rv coil lead impedance warning on (B)(6) 2020. First triggered on (B)(6) 2017. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).